Event description:
It was reported by the mother that the customer's insulin pump kept receiving button error and could not clear the alarm. It was also reported that the customer's insulin pump would get stuck on a screen. Customer's blood glucose was 213 mg/dl. It was stated that the customer was squirting water guns a few days ago. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).